Manufacturer narrative:
E1: reporter phone number and email were not available. Related MFR numbers: #2916596-2022-10660, #2916596-2022-11748, #2916596-2022-15447, #2916596-2023-00419. Manufacturer's investigation conclusion: the report of superficial damage to the outer jacket of the patient¿s driveline could not be confirmed through this evaluation as no images were submitted for review and the patient remains ongoing on ventricular assist device (vad) support. The submitted log file contained approximately 5 hours of data. There were no notable events or alarms and the log file appeared to show the system operating as intended at the fixed speed. The account reported that the patient experienced a new tear in the outer jacket of their driveline. An abbott representative recommended covering the tear with rescue tape. The patient remains ongoing on vad support with no further issues reported at this time. Review of the device history records for (B)(6) showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate ii lvas instructions for use (IFU) is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. Heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a tear in the silicone of the driveline. No patient symptoms or alarm conditions were reported. The log file captured routine events and there were no notable alarm conditions or parameter changes. The pump appeared to be functioning as intended. It was recommended to wrap the tear with rescue tape.